Event description:
Pt reported that after using the 3rd of 6 pairs of bioinfinity toric lenses she suffered the following symptoms in her left eye: redness, inflammation, swelling of eyelid, wateriness and pain that went from the eye to the back of her head. She stated that she removed both lenses and cleaned her eyes with water. She decided to wait two weeks before trying the lenses again. On (B)(6) 2014, she reinserted the same pair of lenses for 4 hours and allegedly suffered the same symptoms. She is currently seeking medical treatment for her symptoms.